Manufacturer narrative:
The user reported replace sensor error message displayed on the app screen. An attempt was made to replicate the reported issue using a similar configuration of ios 15.8.2 (app version 2.11.1.8275). Per smartphone compatibility information, the reported configuration was found to be not compatible with the freestyle librelink app. As the compatibility guide is provided to the customer, and the incompatible configurations were used, this complaint is therefore not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan error" message was reported with the abbott diabetes care (adc) device in use with an iphone 7 phone with ios operating system version 15.8.2 and the customer was unable to obtain readings or monitor glucose levels. As a result, customer experienced hypoglycemia and was unable to self-treat, requiring third-party administration of "chewbabies sweets" for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.